Event description:
It was reported to medtronic minimed that the customer received a blank screen. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for display issues, and the customer reported that the pump was exposed to moisture. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was performed for damage, and the customer reported damage to the reservoir tube side and battery tube side. Also, the pump's functionality was affected. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power/battery related alarms/alerts noted on event date or seven days prior from the event date, customer did not experience an unexpected power loss of less than 7 days per the pump history records.. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage was noted on all electronic assemblies during visual inspection. The following were noted during visual inspection: minor scratched lcd window, cracked keypad overlay select button, pillowing keypad overlay, crack at belt clip rail corner, cracked battery tube area, and scratched case. Blank display was not confirmed during analysis. Exposed to moisture confirmed. Keypad damage and crack on the battery tube area was confirmed. Crack on the reservoir area was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.